Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 552 mg/dl with associated symptoms of small urinary ketones and nausea. The patient reportedly received telephonic advice from a health care provider; specific treatment modalities were not reported. Troubleshooting by animas customer support revealed the patient¿s event was associated with use error. No pump malfunction was indicated. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with a use error issue.